Event description:
Additional information was received from a healthcare provider regarding a patient reporting that the cause of the patient's respiratory depression was not known. The patient was post-op, so there are no clear answers. The actions/interventions taken to resolve the respiratory depression was the health care provider decreased the pump dosing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that the hcp was requesting a manufacturer representative (rep) go to the hospital to assist with decreasing the pump dose. The dose was increased during the week of the week of the report and they believed that this was the reason for the patient's respiratory depression. The patient was admitted to the hospital on the night of (B)(6) 2025 and was going to the intensive care unit (ICU) shortly. Technical services provided contact information for the national answering service.